Event description:
Boston scientific received information that during an elective pacemaker upgrade procedure this chronic right ventricular (rv) lead was planned to remain in service. The rv lead had been in service for over nineteen years. The rv lead was checked with the new pacemaker and placed in the pocket. After pocket closure, the rv lead and pacemaker were checked and showed impedances under 100 ohms. The pocket was opened back up and the lead was tested through a pacing system analyzer (psa). The psa testing showed no output, sensing or capture. As a result the lead was capped. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.